Event description:
The customer returned the pump indicating that the door was difficult to close. During in-house testing, it was noted that the pivot plate was stuck in the upright position. This could result in a free flow situation if the disposable was not clamped off.